Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The reported event regarding wear involving a size ps 8mm insert was not confirmed.

Event description:
It was reported that the patient was being revised for poly wear on a scorpio right knee insert. Bmi=(B)(6).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size ps 8mm insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient was being revised for poly wear on a scorpio right knee insert. (B)(6).